Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. The insulin pump was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. However, the insulin pump was received with cracked case at the display window corner, battery tube threads and minor scratched display window.

Event description:
Customer reported via phone, she has been having ongoing issues with no delivery alarms. Customer state about two week she woke up at 6 am and hadn't eaten anything. Four hours later she checked her blood glucose and it was over 500 mg/dl. Alarm haven't occurred during manual prime and she has used other infusion set. Troubleshooting was performed. Customer stated she wasn't able to get passed the 1.4 units and would start alarming. Customer removed the site and cannula was not bent. Fixed prime was performed in the air and insulin exited. Customer was advised to do a complete set. Due to reoccurring alarm the device is being replaced and she agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.